Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to the alarm system and an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Visual inspection of the main circuit board revealed a super capacitor leak. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to leaking capacitor on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to the alarm system and an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.